Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of break in aseptic technique (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with dianeal unknown, dianeal pd4 ambuflex, dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the bacterial peritonitis. The outcome for the break in aseptic technique was not reported. Dianeal unknown, dianeal pd4 ambuflex, dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies were ongoing. Concomitant medications were not reported. The nurse stated that the peritonitis was unrelated to dianeal therapies. An opinion of causality was not provided for the break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11e17026, h11e08033, and h11d13077 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.